Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient stated that they felt dizzy. The patient did not provide event details. The treatment and condition of the patient at the time of contact was unknown. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further contact on (B)(4) 2017, the patient stated that on (B)(6), they were playing tennis before they started to feel dizzy. The patient stated that when their blood glucose (bg) was at 29mg/dl, they drank some juice. Additionally, it was indicated that the patient's blood glucose goes down when he plays any sports. At the time of contact, the patient was doing okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient used more than one bg meter during their sensor session. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.